Manufacturer narrative:
Investigation summary it was reported that a 77-year-old male patient with history of chronic atrial fibrillation (afib), biventricular pacemaker (biv ICD) implant and watchman device implantation underwent an epicardial ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, cardiac tamponade was confirmed by intracardiac echo (ice). There were no changes in patient¿s blood pressure or heart rate. Pericardiocentesis was performed to remove 1900 cc of fluid from the pericardial space. The pericardial drain was left overnight. Patient¿s outcome is improved. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device [30206671l] number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster, inc. Product malfunctions were reported. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On 07/24/2019 it was found that the following information was omitted from the 3500a initial MDR that was submitted to FDA on 07/24/2019. "No visual damage or anomalies observed upon product received." Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient with history of chronic atrial fibrillation (afib), biventricular pacemaker (biv ICD) implant and watchman device implantation underwent an epicardial ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, cardiac tamponade was confirmed by intracardiac echo (ice). There were no changes in patient¿s blood pressure or heart rate. Pericardiocentesis was performed to remove 1900 cc of fluid from the pericardial space. The pericardial drain was left overnight. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed during the procedure. There was no evidence of steam pop during the ablation. The flow was set at 30 cc/min. No error messages were observed on any biosense webster, inc. Equipment.